Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. The patient experienced loss of consciousness. The patient´s spouse found the patient unconscious. The patient was treated with unspecified intravenous (IV) medication; there is no documentation about who treated the patient. At an unspecified time of the event the cgm was reading 56 mg/dl and the blood glucose reading was 146 mg/dl. The patient recovered. It was reported that the patient also suffers from cancer, no additional information was documented. At the time of the event, the patient's condition was good. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.